Event description:
It was reported that during the implant procedure, the lead could not be implanted. The first proximal lobe was fractured and it would not lock for insertion. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; the analyst noted that there was blood in the lobes. It cannot be determined at this time, but likely the blood in the overlay tubing restricted deployment; full lead returned and analyzed.